Manufacturer narrative:
Device not returned .

Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. The customer's blood glucose level was 400 mg/dl.